Event description:
It was reported that during an intravascular procedure, the tip of the wire broke. Pt status is listed as "okay". Several unsuccessful attempts were made to obtain additional info on this procedure.